Event description:
It was reported that high lead impedance readings were obtained while performing device diagnostics. The exact results and test performed were not provided. Good faith attempts to obtain additional info have been unsuccessful to date as the pt lives far away and has not been back to have the device checked.